Manufacturer narrative:
The philips remote service engineer (rse) requested for the logs to be further evaluated by an internal product support engineer (pse). The alarm log for the involved bed 1034ucm was reviewed by a philips pse. For bed 1034ucm, desat alarms were found and were seen to have been acknowledged during the times 10:47, 10;48 showing no malfunction. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Box b1: changed from both to adverse event.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported while monitoring a patient for ventilator acquired pneumonia, the monitor did not alarm for low spo2 desaturations, ranging from moderate to severe desaturation, with severe desaturation as low as 29%. The staff was not aware of the change in oxygen saturation in real time. Staff also indicated the monitor only provided yellow alarms with no red critical alarms; however, an onsite visit by a clinical specialist determined the staff did not have a sound understanding of the configured desaturation alarm delay. The patient was resuscitated by applying oxygen and ambu bagging. There was no permanent harm to the patient due to the desaturation event. Investigation is ongoing.